Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, g. The missing component reported may have been the result of human error during the shipping process. However, this cannot be confirmed because the component was not returned for evaluation. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient was put under anesthesia before starting a primary replacement. When surgeon began the surgery, it was noticed that the coracoid block in the kit was missing. Ultimately the surgeon was unable to complete the surgery causing the patient to undergo unnecessary anesthesia. Patient was last known to be in stable condition following the event.